Event description:
Consumer reported that upon removal of a tampon the string was not accessible for removal of the pledget because the string was swept up inside her vaginal cavity and caught on something unknown. It was confirmed she did not have an iud in at the time of use. She manually pulled the pledget out of her vaginal cavity and then she cut the string which allowed her to loosen the string to remove that as well. She experienced pain when attempting to remove the tampon. The pain resolved after tampon removal. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.